Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be replicated by medtronic personnel. They have performed successful cases since the initial call. No additional issues.

Event description:
A medtronic rep reported that during a spinal procedure, the surgeon felt that he was approximately 1 cm off. He decided to finish the case with navigation and additional o-arm use. There was no impact to the pt.